Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl and carbohydrates were consumed to address bg. The cause of low bg was due to a change in the bolus/basal rate settings and stress. Tandem technical support advised the customer to discuss the event with a healthcare provider.